Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited undersensing of the patient's ventricular fibrillation (vf) due to low amplitudes. The crt-d failed to provide a shock due to undersensing and the patient was externally defibrillated. Technical services (ts) discussed that after implant in 2021, the patient's r-waves dropped and there was a rise in capture threshold. Ts suspected a micro-dislodgement of the rv lead and discussed a lead revision may be needed. Ts also recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported. Additional information was received. Rv lead dislodgement was not confirmed. A defibrillation threshold (dft) test was performed and was successful.

Manufacturer narrative:
Additional information added to b5. H6 updated.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead exhibited undersensing of the patient's ventricular fibrillation (vf) due to low amplitudes. The crt-d failed to provide a shock due to undersensing and the patient was externally defibrillated. Technical services (ts) discussed that after implant in 2021, the patient's r-waves dropped and there was a rise in capture threshold. Ts suspected a micro-dislodgement of the rv lead and discussed a lead revision may be needed. Ts also recommended reprogramming options. This crt-d remains in service. No adverse patient effects were reported.